Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a patient¿s lung was ¿popped¿ on (B)(6) 2014 by a healthcare professional (hcp) who was trying to give the patient an epidural. The patient stated she returned to the hcp a day later and they ¿thought she had a virus and infection¿ so the patient ¿went off her methotrexate and embryl.¿ the patient¿s chest was ¿killing her.¿ the patient stated that they discovered the lung puncture during an MRI (magnetic resonance imaging) a week prior to the date of this report. The patient stated she went straight to the emergency room. The pump was used to infuse dilaudid (hydromorphone). No intervention or outcome was reported; further follow up was requested, but not yet received. If additional information is received, a follow-up report will be sent.